Event description:
It was reported that an angio-seal was placed in the right common femoral artery (rcfa) without incident. When pulses were checked post procedure, the pt was found to have diminished pulses in the right lower extremity. An ultrasound and palpation confirmed this. Later that same day, the pt had an aorta runoff procedure which revealed a disruption of flow in the area of angio-seal placement. However, the pt did have runoff in the right lower extremity. The patient was kept overnight for observation. The patient did not have discomfort in the affected area and was discharged the next day. The patient was to return to the physician for a follow-up visit to assess the groin and extremity.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. One radiographic film dated 09/07/07 was rec'd with the report. The radiographic film represents 11 ultrasound images of the right common femoral (rcfa) and superficial femoral arteries. One image of the rcfa demonstrated an echo density was labeled "vaso seal". (It was confirmed that the density was labeled incorrectly, a vaso seal was not used. A cd rom cine was rec'd which showed a left heart catheterization, bilateral coronary procedure, and aortogram. The left ventricle and left and right coronary arteries were visualized in multiple views with contrast enhancement. The aortogram was also visualized. A sheath injection view demonstrated the puncture site to be in the common femoral artery. There were no right or left markers documented on the cine images.